Event description:
The user facility returned an asset video system center to the service center. During a standard inspection and estimation of the returned device, the unit had no sdi image. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the unit had no sdi image due to a faulty circuit board. It was observed that the software needed to be upgraded. Additionally, the top cover was scratched. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: e2, e3 (inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.